Event description:
A malfunction alarm with code "malf 0" was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised to call back if the issue reappeared and was informed, they could continue using the pump.